Manufacturer narrative:
For the investigation the log files were analysed. The reported issue could be confirmed. The analysis revealed a warm start of the ventilation unit during the reported time of event due to a faulty pba m16.2. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The ventilation unit restarted within the specified time and continued to ventilate after successful reboot. The device has already been repaired. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use the unit had shut down. There was no patient injury reported.